Event description:
This lead had intermittent out of range shock impedances. During the lead revision it appeared that the insulation was compromised. It's unknown if the insulation was damaged before the revision or during. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.